Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va1x5fq, implanted: (B)(6) 2019, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the lead break was not determined. The most likely cause was said to be scar tissue. No patient harm or symptoms were related to the lead being left inside the patient. No surgery will be performed to remove the component in the future. The hcp talked with the MRI department - patient was unable to have an MRI. The issue has not yet been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# (B)(4) serial# implanted: (B)(6) 2019 product type lead . Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturer representative regarding the patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence, and gastrointestinal/pelvic floor. It was reported that pt had ins and lead explanted (B)(6) 2022, however the lead broke during the procedure and an electrode was left implanted. Caller is inquiring if pt is eligible for MRI of the arm. Reason for explant: pt was needing MRI and was not eligible with current implantable system. Patient called in directly and provided same info regarding explant. Caller reports that they did not get the leads all the way out and about 1 inch is left in the bone. Caller asked about materials for electrodes, reviewed from manual.